Manufacturer narrative:
Documentation, labeling, trending and risk reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). At the time of this report, the date of the event is unknown. (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss checked the vitrectomy and the whole system and no issues were observed. Fss performed the field service checklist, which the system passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the vitrectomy does not start cutting until they snap on it, but the compressor is running. It was reported that there was patient involvement, but no patient treatments delayed or cancelled.